Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 13.5 cm distal to the is-1 connector pin. In this area a squeezed lead body, a deformed outer conductor coil and a damaged inner conductor coil were observed. The insulation was intact. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This ra lead was replaced due to threshold and pacing issues. The lead had dislodged from the atrium into the ventricle. No adverse patient events were reported.